Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Physical analysis revealed no anomalies. Visual summary analysis of the lead indicated apparent explant damage. The lead performance data was collected from the device memory and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated that the criteria for the right ventricular lead integrity alert were met and oversensing due to non-physiologic signals/sic (sensing integrity counter) was noted.

Event description:
It was reported that the right ventricular (rv) lead had a toned lead integrity alert (lia) due to high rate episodes and sensing integrity counter (sic). The lead was found to have noise and a fracture. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.